Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive down button due to unlocked j2/lcd keypad connector. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that customer had button error alarm on insulin pump. The blood glucose at the time of the incident was unknown. The device was returned for analysis.